Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor "stopped delivery" during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from november 14, 2019 - november 15, 2019. H10: the actual sample was received for evaluation containing 107 ml of fluid in the bladder. Visual inspection was performed which showed the absence of fluid coming out at the distal end of the white flow restrictor housing. Force priming was performed, but fluid was not observed coming out. Microscopic inspection was performed and found the flow problem was due to air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The most probable cause of the air bubbles may have been due to improper filling technique during product use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.